Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The inspection method for the suggested event1 is described in the operation manual "chapter 3 preparation and inspection" 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that due to damage on charged coupled device unit, the image disappears during angulation in right/left directions. Additional information was requested and should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the image did not appear when viewed from a down angle on the videoscope. This was discovered during preparation for use for a therapeutic procedure. There were no reports of a delay or patient harm.